Manufacturer narrative:
Correction: section h6 - patient code should have been 1994 rather than 2338.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken during which the system was explanted on (B)(6) 2014.